Manufacturer narrative:
The product ha been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A batter/power issue was reported with the adc device. The customer's mother reported a defective battery stating the device "keeps turning off." As a result, the customer experienced symptoms of hypoglycemia, seizure, and was unable to self-treat. The customer had contact with a healthcare professional (ambulance) who administered glucose intravenously and a healthcare professional at the hospital who administered nasal glucose as treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. H4 (device mfg date) were updated based on extended investigation. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A batter/power issue was reported with the adc device. The customer's mother reported a defective battery stating the device "keeps turning off." As a result, the customer experienced symptoms of hypoglycemia, seizure, and was unable to self-treat. The customer had contact with a healthcare professional (ambulance) who administered glucose intravenously and a healthcare professional at the hospital who administered nasal glucose as treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.